Event description:
As reported by the end user on 29 july, on 19 july dr. (B)(6) used nanoknife to treat a liver lesion. The pt developed a hemothorax due to puncture of intercostal artery. The diagnosis was confirmed via CT scan. The hemothorax was drained and the pt was reported as fine. The pt was discharged on 4 august. It is the opinion of the physician who performed the procedure the extended hospitalization period was due to the hemothorax that, however, is not related to ire but represents a possible complication of any percutaneous procedure performed in the liver.

Manufacturer narrative:
As the reported complaint sample was disposed of by the end user and not returned to the MFR, angiodynamics is unable to perform a device eval. Without the sample, the exact root cause into the reported event cannot be determined. The most likely root cause for the hemothorax was that the intercostal artery was punctured with the ire probe during probe placement. The instructions for use, which is supplied to the end user with catalog number, lists perforation as a potential adverse effects. The IFU also instructs the user to verify the position of the probes with imaging. A review of the angiodynamics complaint system noted no trends for this product family and failure mode. This type of complaint will continued to be monitored for trends.